Manufacturer narrative:
(B)(6). Device eval by manufacturer: the device was not returned for analysis. Media images were reviewed. The migrated coil was shown in the lung.

Event description:
It was reported that the coil migrated to the lung of the patient. A 12mmx40cm interlock-35 was used in an embolization procedure of the testicular vein implanted on august 15, 2018. On june 4th, 2020 it was noted that the implanted coil had migrated into the lung. The patient had no symptoms related to this and no intervention was planned as the patient was asymptomatic and in stable condition.